Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history records review was completed for part: 314.116, lot: 6968789. Manufacturing location: monument, release to warehouse date: sep 11, 2012. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The stardrive screwdriver shaft qc/t15 (part number 314.116, lot number 6968789) was returned. Upon visual inspection, the distal tip of the device was stripped threads and the peaks were no longer pointed. There was also discoloration around device etch. There remaining of the device showed surface wear consistent with use which would not impact the functionality of the device. This received condition agrees with the complaint condition, thus confirming the complaint. The visual inspection revealed that the device shows end of life indicators (damage due to impact (non-impaction surface) and wear due to handling) which have resulted in the complaint condition. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B4, g4: these dates were inadvertently reported as 2/6/2019 in the initial report. The correct date is 1/30/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Device history: part number: 314.116; synthes lot number: 6968789; supplier lot number: n/a; release to warehouse date: 11-sep-2012; expiration date: n/a; manufactured by synthes (B)(4). Ncr (B)(4) was generated during production (B)(4) parts with light or no etch. These parts were scrapped and further action was trending. This non-conformance is not relevant to the complaint condition since it is not related to conical extraction screw has stripped threads, a cruciform screwdriver shaft has damaged cruciform tip, a large hexagonal screwdriver with t-handle has worn/rounded hex flats, a stardrive screwdriver shaft and a 2.4mm stardrive screwdriver shaft has stardrive teeth worn. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine inspection of the screw removal set, a conical extraction screw had stripped threads, cruciform screwdriver shaft had a damaged cruciform tip, a large hexagonal screwdriver with t-handle had worn/rounded hex flats, and a 2.4mm stardrive screwdriver shaft had the teeth worn. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 3 of 5 for (B)(4).